Event description:
It was reported when using the bd pyxis¿ es server, orders were not crossing over. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over. A technical support specialist dialed into the server, ran order cast query on es server and found the order discontinued. Unable to dial into stations ermd and pacu due to agent download issue. Restarted remote station software (rss) and secure hash algorithm certificate (sha cert) packages, then pushed es reset elliptic curve cryptography (ecc) curves group policy object (gpo) package. After customer rebooted both stations, successfully dialed in and communicated with the server. The system functioned as intended after the technical support specialist dialed into the station.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported when using the bd pyxis¿ es server, orders were not crossing over. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.